Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 503 mg/dl. The cause of the elevated bg level was unknown. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 10 hours later with the issue resolved and no permanent damage.